Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they continued to change programs and intensity levels. Nothing worked so far. It was a complete failure so far and bladder control had worsened with the device. The patient was "not a happy camper."

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient's device has never been effective. The patient was not feeling stimulation. The patient would feel some stimulation once in while on the right side of her vagina but within a few hours it was gone. The reporter stated they have tried all 4 programs with multiple settings but the patient's incontinence was worse than ever before. The reporter mentioned the patient has parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had experienced a loss of therapy. Patient had been struggling with interstim the whole time they had it, no matter what programming they did that. Patient asked the steps to have device removed and also what were the percentage of failure where patient's had to have device removed. Patient was advise to consult with health care professional (hcp) for consideration system explant.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0tkwk, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that initially there had been intermittent improvement since implant, "like every 4 days." The patient was doing fairly well. On (B)(6) 2015, the patient experienced a sudden return of symptoms and was having incontinence. They would stand up and it would start "gushing out." The patient's indications for use were urinary dysfunction and gastrointestinal/pelvic floor. It was noted the patient had been very active; more social, participating in more activities and drinking more beverages. In addition, the patient had a therapeutic massage on (B)(6) 2015 and was supposed to tell the therapist to avoid the areas where the implanted components were, but it was not believed that they did. Three days later, the patient experienced urge incontinence. No interventions taken to resolve the issue were noted. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.